Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the co2 bypass mechanism was clogged with absorbent particles therefore would not allow the mechanism to fully close. The co2 bypass was cleaned, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.